Manufacturer narrative:
An immucor field service engineer inspected the instrument on (B)(6) 2018; the instrument was inoperable as found. Fse performed the following service on july 3, 2018: replaced the reagent pc board. The instrument now powers on and initializes without error. Daily maintenance, abo and 3cell screen ran successfully and without issue. The instrument operates to specifications and was returned to the customer for normal usage. Customer reports patient samples then ran without incident. (B)(4).

Event description:
On (B)(6) 2018 a customer reported the smell of smoke while initializing their galileo echo instrument.